Event description:
Reportable based on device analysis completed on 07mar2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 16x2.5mm, eccentric, de novo target lesion with a significant bend of <=45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 20 x 2.50mm promus elite mr drug eluting stent was advanced; however, the stent could not cross the proximal segment. The procedure was completed with another of the same device. No patient complications were reported. And the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted and pulled distally. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.